Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during the holding or transferring of the patient to another clinician, the administration set for the dextrose infusion became disconnected between the stopcock and the tri-fuse. The morning lab results showed the patient¿s blood glucose dropped from 73 to 40. The IV tubing was reconnected to the patient and the baby was fed. There was no report of patient long lasting harm or additional medical intervention required.